Manufacturer narrative:
Review of the system controller log file confirmed a pump stop event; however, a direct correlation between the left ventricular assist system (lvas) and the reported events could not conclusively be established. The submitted log file contained data 02oct2017 through 18oct2017. Pump power, estimated flow, and average pi typically ranged from 4.1 to 5.7 watts, 3.3 to 6.5 lpm, and 5.5 to 8.5, respectively. A pump stop event was captured on (B)(6) 2017 when the driveline was disconnected and had corresponding low speed and low flow alarms. The event lasted approximately 3 seconds. No other atypical alarms were captured in this log file and the log file appeared to show the system operating as intended. The patient remains on vad support and no further related events have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 53 days. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to the clinic on (B)(6) 2017 after calling the center and reporting low flow alarms. While reviewing the event history, driveline disconnect alarms were observed. The patient stated that while the lvad was connected to the mobile power unit (mpu) an alarm occurred, and thought it was a low flow alarm. The patient decided to exchange the system controller. The patient then exchanged back to the original system controller per a family member¿s request. The patient denies the black/white cable connections being switched on the mobile power unit. The patient¿s spouse changed the outlet that the mpu was plugged into and the alarms resolved. The patient was asymptomatic during the events. The lvad clinician is unclear of the true events that occurred on (B)(6) 2017. The submitted log file was reviewed by the manufacturer¿s technical services representative and a few driveline disconnects occurred on (B)(6) 2017, and the pump stopped for 3-4 seconds. The only alarms observed prior to the driveline disconnects were routine low battery advisories. The pump returned within parameters. There were no other unusual events observed within the event history and the pump appeared to be functioning as intended.